Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes red cell hang up occurred with 2 lots. There was no report of patient impact. The following information was provided by the initial reporter: there are a lot of clotted cells on the side wall inside the tubes and inside the serum. This period ID the most cold in israel especially in the north. And in this period there was and still 10-15 % disqualifications. Customer claims that nothing has changed (protocol of collection/ centrifugation, phlebotomists etc.), except for the weather¿ they store tubes upright immediately after collection, wait for 30 min before centrifugation and mix blood as recommended. We are about to start trainings, we will ask phlebotomists to pay attention to these notes.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 1159305. Medical device expiration date: 2023-01-31. Device manufacture date: 2021-06-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and red cell hang up(rch) was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and rch was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode fibrin and red cell hangup(rch) because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin and rch based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes red cell hang up occurred with 2 lots. There was no report of patient impact. The following information was provided by the initial reporter: there are a lot of clotted cells on the side wall inside the tubes and inside the serum. This period ID the most cold in israel especially in the north. And in this period there was and still 10-15 % disqualifications. Customer claims that nothing has changed (protocol of collection/ centrifugation, phlebotomists etc.), except for the weather¿ they store tubes upright immediately after collection, wait for 30 min before centrifugation and mix blood as recommended. We are about to start trainings, we will ask phlebotomists to pay attention to these notes.